Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that high voltage lead impedance measurement in the rv coil to can vector verged above the upper monitoring limit two times in the last 7 days. Current plans are to continue monitoring, as it was felt this was a physiologic measurement and consistent with prior measurements though slightly higher. No adverse consequences to the patient.